Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was not available to be reviewed. Failure analysis: the xenon lightsource was received in used condition. Evaluation identified that the unit had a broken top trim, mirror, mirror holder, bezel, and lamp. This is most likely due to rough handling/environmental damage. To fix this unit, the top trim, mirror, mirror holder, bezel, membranes, label, and lamp were replaced. Root cause analysis: the reported complaint was confirmed. Evaluation identified that the damage was most likely due to rough handling or environmental factors.

Event description:
A facility reported that product mlx 300w xenon lightsource (00mlx) was overheating. It was evaluated and discovered that the mirror fell out of place, and the holder for the mirror was defective. There was no patient involvement; thus, no patient injury or surgical delays were reported.